Manufacturer narrative:
(B)(4). The date of birth or age were not reported; however, it was reported that the patient was born in 1966. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): 22 days after initial hospitalization, the patient was discharged from the hospital and recovered from this peritonitis event.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event on the same day as the onset of peritonitis. The treatment was not reported. The cause of the peritonitis was not reported. The patient was still hospitalized at the time of the report. Pd therapy was ongoing. No additional information is available.